Event description:
It was reported that the tip of the ureteral stents were ruptured after the package was opened.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the original packaging. An evaluation was completed by futurematrix on 03aug2021. A cut was noted at the pigtail of the stent. No additional defects were noted. The outer diameter of the stent measured 0.078", the inner diameter of the tip measured 0.043", the outer diameter of the proximal pigtail measured 0.58", the outer diameter of the distal pigtail measured 0.57", and the overall length was found to be 261mm; all measurements were found to be within specifications. A 0.038" guidewire was able to pass through the returned sample without resistance. As no patient involvement was reported, the device was not used for treatment purposes though it was intended to be used for treatment. As damage was noted on the stent, there appears to be a relationship between the reported event and the device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the ureteral stents were ruptured after the package was opened.